Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited deflation and pump issues. The device was explanted and replaced with a coloplast titan. No patient complications were reported.